Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead was noted to exhibit difficulty in manipulating the guidewire through the lead due to prolonged procedure. The guidewire was then removed from the lv lead and reattempted to insert but was unsuccessful. The physician stated that it was due to blood clot in the lead lumen. The lv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.